Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06407 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The user facility reported a 72-year-old male patient in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. The patient coded upon arrival to cardiac catherization lab and it was reported was cp unable to advance through descending aorta due to severe calcification. The case was aborted and the patient expired.

Manufacturer narrative:
No product was returned for investigation. Per the given clinical information, the root cause of the issue was most likely patient condition related.the investigation has been completed.